Manufacturer narrative:
The reported event of the stylet could not remove was confirmed. As received, a complete lead was returned with the helix partially extended and clogged with blood/tissue. Evaluation found restriction/obstruction at the distal region of the lead. Further analysis found the inner coil was clogged with blood. The cause of the reported event was isolated to the inner coil being clogged with blood. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the novel lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.